Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Correction: h4. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00825, 0001825034-2024-00826, and 0001825034-2024-00829. D10: comp rvs cntrl 6.5x35mm st/rst, cat: 115397, lot: 65992806. Comp lk scr 3.5hex 4.75x35 st, cat: 180554, lot: 65860373. Comp lk scr 3.5hex 4.75x35 st, cat: 180554, lot: 66071847. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised due to glenoid bone fracture approximately four months post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.